Event description:
In a patient with an aneurysm, measuring 3cm in diameter in the splenic artery adjoining the celiac artery measuring 1cm in length, another manufacturer's catheter, which was connected to a reservoir implanted about three years ago, fractured in the gda in 2007, causing the distal end of the severed proximal portion of the catheter to jerk up, resulting in small tears in the gda and cha, requiring coil embolization. Following coil embolization of the cha, with a micro catheter inserted through the sidehole of the catheter into the aneurysm, coils were being deployed in the aneurysm. However, the 27th coil being advanced through the micro catheter became stuck, when the distal 7cm of the coil entered the aneurysm. During an attempt to retrieve the stuck coil, with the micro catheter being gradually retracted into the aorta, the coil was pushed out of the micro catheter using a coil pusher, resulting in the coil exiting the aneurysm and extend from the celiac artery into the aorta. The micro catheter was then withdrawn from the patient and an attempt was made to capture the portion extending in the aorta with a snare. At that time, the coil became stretched. While retrieving the stretched coil with the gooseneck snare along with the catheter, the coil extended further. Nbca was injected to complete embolization.

Manufacturer narrative:
Eval: the complaint device was returned in a used and damaged condition. It should be noted that a complete product description was not provided by the customer. However, a visual examination confirmed that the coil has elongated, measuring approximately 100cm in length. Unfortunately, based on the information provided, we are unable to determine if this situation occurred due to a procedurally related circumstance, human anatomy or device related. We will continue to monitor this device.